Manufacturer narrative:
Unit set up and evaluated, upon inspection the battery was found to be installed incorrectly as it was the wrong way round in the battery compartment however a new aaa rechargeable battery was supplied and fully charged to resolve the reported fault. A new pair of file clips were supplied as the customers was not the correct clips for this model. Unit function tested at 3 depths using own test box no issues detected.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a select sps swvl/resrv,230vuk/I allegedly had no water flow. No injury.